Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's entire system was explanted due to an infection. The source of the infection was unknown. There were no additional adverse patient effects reported.